Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, patient contacted animas, alleging that the display screen and the lens film were scratched. Patient reported that the device was scratched when pressed against a concrete building while working. Patient stated that the display screen is now hard to read. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.